Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged meter issue began on (B)(6) 2014. The patient reported obtaining inaccurate high readings with the subject meter in the ¿300¿s mg/dl¿ range on unspecified dates/times. The patient informed the cca that on (B)(6) 2014 prior to his bedtime he tested his blood glucose and obtained a ¿very high¿ reading with the subject meter. The patient manages his diabetes with insulin (type unknown). The patient reported administering insulin after obtaining the high result and reported that 1-2 hours later developed seizures due to a severe low blood glucose. The patient stated he was taken to the emergency room between 3-5am. At arrival to ER his blood glucose measured ¿34 mg/dl¿ when tested with an ER/hospital meter. The patient reported he was treated with IV glucose, food, drink and was admitted into the hospital. No additional information regarding hospitalization was provided. At the time of troubleshooting, the patient confirmed the test strips he was using appeared in good condition, were not expired or opened past their expiration date. The patient also confirmed the subject meter was set to the correct unit of measure setting. A control solution test was unable to be performed at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining inaccurate high readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.